Event description:
It was reported that the patient's lead had high impedance. An impedance check showed that four contacts had impedances that were over 10,000 ohms. The event occurred approximately on (B)(6) 2012. It was noted that the device had not worked for the patient's pain in 'at least a year.' After reprogramming, the patient reportedly was able to get stimulation in her right leg to her ankle but not her foot. It was stated that the patient's pain relief felt 'better' than it had in 'a long time.' It was also noted that the patient had not turned the stimulator on for 'at least a year.' The patient reportedly was declining any surgery. Patient was alive with no injury or adverse event. If any further information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).